Event description:
Through journal article "breast implant-associated anaplastic large cell lymphoma (bia-alcl) in poland: analysis of patient series and practical guidelines for breast surgeons", 7 cases of bia-alcl are described. This record captures one case for a patient who experienced systemic symptoms of: "weakness, fever, dyspnea, and bilateral axillary and neck lymphadenopathy." "Weakness" and "dyspnea" are not device-related. Patient experienced locoregional symptoms of: "breast pain, breast tumor, and suspicious axillary lymph nodes." Ultrasound was performed which diagnosed: "breast seroma; pathological mass in capsule; pathological axillary nodes." Surgical biopsy of ipsilateral axillary lymph nodes provided pathological marker alk-. Pathological marker cd30+ has not been received. Treatment was performed with high-dose chemotherapy followed by bone marrow transplantation. Bilateral capsulectomy with implant removal in remission. Affected side is unknown. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b3.

Manufacturer narrative:
Citation: (B)(6). Breast implant-associated anaplastic large cell lymphoma (bia-alcl) in poland: analysis of patient series and practical guidelines for breast surgeons. Arch med sci. 2020 nov 5;19(5):1243-1251. Doi: 10.5114/aoms.2020.100637. Pmid: 37732037; pmcid: pmc10507758. Continued e.1. Facility name:(B)(6) hospital - research institute. Continued h.6. Health effect - impact code: (B)(4). The events of "lymphoma - alcl", "lymphadenopathy", and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bia-alcl; "pathological axillary nodes"; "breast seroma".

Event description:
Through journal article "breast implant-associated anaplastic large cell lymphoma (bia-alcl) in poland: analysis of patient series and practical guidelines for breast surgeons", 7 cases of bia-alcl are described. This record captures one case for a patient who experienced systemic symptoms of: "weakness, fever, dyspnea, and bilateral axillary and neck lymphadenopathy." "Weakness" and "dyspnea" are not device-related. Patient experienced locoregional symptoms of: "breast pain, breast tumor, and suspicious axillary lymph nodes." Ultrasound was performed which diagnosed: "breast seroma; pathological mass in capsule; pathological axillary nodes." Surgical biopsy of ipsilateral axillary lymph nodes provided pathological marker alk-. Pathological marker cd30+ has not been received. Treatment was performed with high-dose chemotherapy followed by bone marrow transplantation. Bilateral capsulectomy with implant removal in remission. Affected side is unknown. Device has been explanted.